Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h3, h6, h11. The device was evaluated, and a definitive root cause could not be identified. Based on the results of the investigation, for the event involving positive culture, no correlation has been observed between the actual product device status and cause of contamination; however, it could be noted that the customer site is utilizing a non-olympus automated endoscopic reprocessor that is currently undergoing field corrective action in another region. In general, device damages (example: scratches, cracks, creases, kinks) could be a source of microorganisms particularly when combined with poor reprocessing. Without the detailed cleaning, disinfection, and sterilization information from the customer, olympus is not able to correlate any possible lapses in reprocessing regarding the validated procedure described in the instructions for use with product status. For the event involving the use of the scope with positive culture test results on a patient, the most probable cause is: after the facility performed sampling, the device was used on patients without being isolated until the culture test results were available. This indicates a potential discrepancy in understanding regarding device handling between olympus' recommendations and the facility. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information received from the customer as reflected in b5.

Event description:
Additional information was received from the customer indicating that the suspected infection was reported in error. There was no patient infection from the scope.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the colonoscope tested positive for less than 9 colony forming units (cfus) of escherichia coli (e. Coli) five days after a routine culture testing performed on (B)(6) 2025. Enhanced cleaning was performed which included doubling the concentration of cleaning solution used, brushing down each channel multiple times and soaking for 2 hours. The device was then processed and bagged using typhoon plasma bag and retested the following day. All channels were tested separately, and samples were sent on (B)(6) 2025 to a third-party testing facility. On (B)(6) 2025, 3 results were returned all negative. On (B)(6) 2025, the scope returned a positive result in the air/water channel for less than 10 cfus of citrobacter freundii. Upon further follow up by olympus, the customer indicated that the device was used in an unspecified procedure on (B)(6) 2025 while awaiting the results for routine culture testing, and a patient infection was suspected. Once the results returned positive for e. Coli, the device was removed from circulation and has not been used since. Additional information regarding patient symptoms, diagnostic testing results, treatment and outcome has been requested but no customer response has been received at this time. This report is 3 of 4.